Manufacturer narrative:
(B)(4), removal and replacement of intraocular lens.incision enlargement.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that while implanting the intraocular lens, the trailing haptic broke, requiring the implanting surgeon to remove and replace the intraocular lens within the same procedure. In addition it was reported that the incision was required to be enlarged to remove the lens.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 5/22/2014. (B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. The returned iol was inspected at 10x microscope magnification. The visual inspection found that the returned lens was cut in approximately half. There were stains of ovd (ophthalmic viscosurgical device) in the lens optic. Some debris and particles were observed adhered to the lens optic body compatible with handling the lens. One of the haptics was missing. The initial report mentioned trailing haptic broke. This information suggested that the insertion system was loaded and the failure occurred during the delivery phase of the insertion process. The complaint for haptic damaged was verified in the sample returned. The returned sample did not meet visual inspection specifications. Since the lens was loaded into the injector, the investigation could not discard the possibility that the failure was caused at some point during iol handling and/or loading. There was no indication that the failure was manufacturing related. As a result of the findings, method operational was identified in results. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.